Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: na. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid did not properly close. There was no report of patient impact. The following information was provided by the initial reporter: customer reported that the lid of the sc did not close. When the sc was used in the ward, the lid did not close.

Manufacturer narrative:
H6: investigation summary 1 sample(s) received and verified that lid is not able to shut investigation performed further. Customer reported that the lid of the sc did not close. When the sc was used in the ward, the lid did not close was verified. A device history record review was performed, the result showed there were no issues reported like assembly difficult for the lot number reported (2287954) under this complaint. Also, a review of the non-conformance material report was performed; the result showed nothing reported for the same part number and issue throughout the previous twelve months. Investigation: according with the pictures provided from customer it can be seen the following: 1. It can be noticed that the skirt of the product is warped/deformed. 2. The lot number 2287954 reported under this complaint was manufactured by flex on october 14, 2022. Based on this investigation and information provided (pictures and lot number), within the report, customer describes that lid does not shut when assembled. With the collected information, it can be concluded that this issue could be related to the manufacturing process since the defect in the skirt area could be caused due to rough surface in the core of one of the cavities, causing the plastic part not released in a correct form producing negative force in the plastic part avoiding the correct ejection and suffering a warpage in the top of the base, however, sample is needed in order to determine the root cause of this issue. Additionally, line clearance could have not performed properly at the time to withdraw defective pieces. Current molding process was visited by involved personnel, molded parts were reviewed; the manufacturing instructions for molding - assembly process was reviewed and compared with the current practices made by the operator and was found that process is followed as is described in the manufacturing instructions. As part of the investigation, a review of the customer complaint records was performed and the result showed four additional complaints reported for the same issue and part number throughout the last twelve months, being this considered an isolated issue. These previous complaints were closed as incomplete since no sample was provided. As per the sample being received, an investigation could be performed, and a root cause could be determined as potential root cause: 1. End user misuse (the end user didn¿t follow the steps stated in the bd sharps collector IFU). 2. Manufacturing process line clearance was not performed properly at the time to withdraw defective pieces. 3. Manufacturing process incorrect handling, use, storage, transportation issues or inappropriate environment could have caused deformation. Corrective action ¿ personnel was retrained regarding workstation clearance to prevent escapes of defective pieces. Containment action ¿ quality alert was posted from previous complaint to aware all the personnel involved in the manufacturing process of this product. Conclusion based on the evidence provided from customer, this issue could potentially be related to the manufacturing process due to line clearance omission at the time to withdraw defective pieces, however, sample is needed in order to determine the root cause of this issue since this could also be related to user misuse, incorrect handling, use, storage, transportation issues or inappropriate environment that could cause deformation. Nevertheless, a quality alert was posted to aware all the personnel involved in the manufacturing process of this product and personnel was retrained regarding workstation clearance. The current manufacturing process has been evaluated and confirmed that there are controls to detect this kind of defects. See h10.

Event description:
It was reported while using bd¿ phlebotomy sharps collector, 1.5 qt needle port the lid did not properly close. There was no report of patient impact. The following information was provided by the initial reporter: customer reported that the lid of the sc did not close. When the sc was used in the ward, the lid did not close.